Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a routine device check, it was observed that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. The health care professional noted the device would be replaced as soon as possible as the patient is dependent on therapy.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
--